Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 02, 2023 was filed inadvertently. No skin necrosis has occurred. This report is submitted on december 21, 2023.

Manufacturer narrative:
This report is submitted on november 2, 2023.

Event description:
Per the clinic, the patient experienced a necrosis at magnet site. Additional information has been requested but has not been made available as of the date of this report.